Event description:
It was reported that the customer received a power source alert and the pump battery was depleting quickly. Additionally, a cartridge alarm 1 occurred during the load sequence and an altitude alarm occurred. It was also reported that a minimum fill notification occurred after the user filled the cartridge with xxx units of insulin during the load sequence. The customer was unable to resolve the issues and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was between 200-334 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.